Event description:
The account reported that during an inflation for a stent placement procedure, the inflation pressure monitor displayed an he100 error code. The case was successfully completed using a different device with no pt injury.